Event description:
It was reported that the right ventricular (rv) lead connected to the implantable cardioverter defibrillator (ICD) had a jump in pace impedance. The measurement was greater than 3000 ohms. The following daily measurement showed the impedance go back down to normal level. It was thought that this was originating from the ICD and the patient was to be monitored. Additional information was reported indicating that the shock lead impedance was also found to be high and out of range. The rv lead was now thought to be the cause of both impedance issues. This lead was removed and replaced, per the reported impedance issues. This product has not been returned. This report will be updated, should additional information be received. Additional information was reported indicating that this rv lead was found to be broken, which led to the lead replacement. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead connected to the implantable cardioverter defibrillator (ICD) had a jump in pace impedance. The measurement was greater than 3000 ohms. The following daily measurement showed the impedance go back down to normal level. It was thought that this was originating from the ICD and the patient was to be monitored. Additional information was reported indicating that the shock lead impedance was also found to be high and out of range. The rv lead was now thought to be the cause of both impedance issues. This lead was removed and replaced, per the reported impedance issues. This product has not been returned. This report will be updated, should additional information be received.